Event description:
It was reported the patient was experiencing a burning sensation at the ipg site and ineffective therapy. A lead diagnostic revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the drg system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.